Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's mother to forget dexcomrx in the bluetooth settings, disable bluetooth, swipe close b5 application, re-enable bluetooth, re-launch g5 application, and re-pair transmitter, which was unsuccessful. Next advised patient's mother to insert a new sensor, re-insert transmitter, and re-pair transmitter, which was unsuccessful. Patient's mother stated that she will reattempt pairing using a second transmitter at a later time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.